Manufacturer narrative:
(B)(4) follow up: it was reported, while flushing, the blood burst back on the glove. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. In the photo the syringe is being held upside down with about 7ml of blood. The syringe plunger rod and the gloved hand have blood stains. No other defects or imperfections were observed. It could be possible the customer is not using the product as intended. This unit is not designed to pull the plunger rod back. A device history record review was completed for provided material number 306547, lot 4145913. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received: material #: 306547, batch#: 4145913. It was reported by customer that a nurse was flushing and the blood burst back her glove mat#306547, lot# 4145913, does not have the item to return but can provide pictures please add the case # to all correspondence: case# (B)(4). Verbatim: a nurse was flushing and the blood burst back her glove mat#306547 lot# 4145913, does not have the item to return but can provide pictures please add the case # to all correspondence: case# (B)(4). Additional information customer response: one of our staff nurses in apheresis was flushing and pulling back per procedure and blood burst back onto her glove past the stopper on the syringe.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 306547. Batch#: 4145913. It was reported by customer that a nurse was flushing and the blood burst back her glove mat#306547 lot# 4145913, does not have the item to return but can provide pictures please add the case # to all correspondence: case# (B)(4).